Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported navigation (nav) ring failure. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:29jan2021. B4:02feb2021. The manufacture's field service engineer (fse) verified the reported issue and replaced the navigation ring to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09mar2021. B4:18mar2021. Failure analysis on the customer returned user interface front bezel assembly was tested with no functional failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.